Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra], product ID: [mc2vr01-delsys], (serial: (B)(6), d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative a clot formed on the tether of the leadless implantable pulse generator (ipg) delivery system, even with heparinizing of the patient and a heparin bolus to the introducer. It was reported that the clot prevented complete removal of the tether after deployment. The delivery cup was placed back over the ipg and was pulled very hard to successfully dislodge the ipg into the cup with only one end of tether secured. The ipg was attempted/not used and was replaced with a second leadless ipg. It was also reported that the second leadless ipg delivery system exhibited bending in the wrong plane when deflection was applied. It was noted that the delivery system exhibited a secondary bend appearing to be due to a broken pull cable. The second ipg system was attempted/not used and the case was abandoned. It was noted that a femoral approach was used for both leadless ipgs. No patient complications have been reported as a result of this event.